Manufacturer narrative:
Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, missing end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip and scratched case. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.